Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that they cleaned the scope contacts with an alcohol wipe and still had the errors. The customer noted that the scopes work in other towers. The customer was instructed, by tac, to reconnect the maj-1933 cable on the back of the clv-190 and cv-190 and the customer was able to get an image without an error. The issue was resolved. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed b30 and e216 communication errors using multiple 190 series scopes. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h6. Correction on fields: d10 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 error was displayed because communication with the scope failed due to connection failure of maj-1933 cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.